Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, balloon leak occurred.the 80% stenosed target lesion was located in the non calcified and moderately tortuous internal carotid artery. A 3.0mmx40mmx135cm sterling balloon catheter was used for predilatation after a non bsc guidewire crossed the lesion. Upon inflation at 6 atmospheres/30 seconds, contrast media leaked from the distal end of the balloon. The balloon was deflated and was removed from the patient's body. The leaked contrast media was aspirated. The physician deemed that the balloon might get a pin hole. She/he didn't notice the issue during preparation. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that during a carotid stenting treatment procedure, balloon leak occurred. The 80% stenosed target lesion was located in the non calcified and moderately tortuous internal carotid artery. A 3.0mmx40mmx135cm sterling balloon catheter was used for predilatation after a non bsc guidewire crossed the lesion. Upon inflation at 6 atmospheres/30 seconds, contrast media leaked from the distal end of the balloon. The balloon was deflated and was removed from the patient's body. The leaked contrast media was aspirated. The physician deemed that the balloon might get a pin hole. She/he didn't notice the issue during preparation. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).